Event description:
Customer reported the secondary set would not flow. This occurred while infusing ofirmev in a bottle which required the vent to be open. There was no pt harm. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected device has not been received and an eval could not be performed. A follow up report will be submitted with failure investigation results should the device be received for eval.